Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient's representative reported "siliconomas at the axillary level", "worry", "stress", "anguish", "anxiety" and "depression". This record is for the right side. Device status unknown.